Event description:
During a clinic follow-up, diaphragmatic simulation was reported by the patient. Upon investigation, the device was observed to be in backup (bvvi) mode. Technical support was contacted and the bvvi was resolved by re-interrogating the device. The patient was stable and will continue to be monitored.

Manufacturer narrative:
H6: medical device problem code.